Manufacturer narrative:
The device was received by the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a vitrectomy surgery the black connector from vitrektom became loose at the splice. A new vitreotome was connected and the surgery continued without any impact. No further information is expected.